Manufacturer narrative:
Initial reporter occupation: ent coordinator. The device has not been returned. A product analysis has not been performed.

Event description:
A customer satisfaction survey was conducted by medtronic. Comments provided by the customer indicate that they had many issues with the nim during cases. Requests for additional information have been made with no additional product event detail provided at this time. There was no injury reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.